Event description:
It was reported that the patient underwent bkp to treat pseudoarthrosis following osteoporotic compression fracture. It was reported that a post-operative follow-up examination confirmed that bone cement migrated anteriorly. The patient suffers from pain when flexing. Conservative treatment is provided at this moment, and a revision surgery is under consideration. No further complication is reported.

Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.